Event description:
A malfunction alarm was reported with code malf 12. There was no reported impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if any malfunction code recurs.